Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, 80% stenosed, de novo, distal left anterior descending (lad) artery, the balance middleweight guide wire was positioned across the lesion and pre-dilatation with a 2.75 x 12 mm nc trek balloon dilatation catheter (bdc) was attempted to 14 bar when the balloon ruptured. The device was removed from the anatomy and it was noted that the shaft was separated. A different 2.75 x 12 mm non-abbott bdc was used and a 2.75 x 18 mm non-abbott stent was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed; however, the rupture was unable to be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.